Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose meter. Customer reported receiving readings of 271 mg/dl, 63 mg/dl and 225 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer reported feeling "tired, dizzy, shaky, hot, eyes hurt and a bit disoriented". She reported self-treating with her normal diabetic medication (byetta insulin) and water. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for an investigation. If the device is returned a final report will be submitted when the investigation is complete.